Event description:
It was reported that during surgery, the quick coupling for drill bits would not lock the drill bits. The quick coupling for drill bits was being used for a market preference evaluation. The shank pin was placed into the patients calcaneus for reduction control using a 393.103 pin driving adaptor, inserted into a 530.750 quick connect for drill bits. The driving adaptor had some damage on the quick connect shank. This may have contributed to the complaint event. There were no delays in the surgery due to this event. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. Changed name to (B)(6).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The DHR was reviewed and no issues were found during manufacture that would contribute to this complaint condition.